Manufacturer narrative:
2/5/97 - medwatch report not received by MFR. Submission of initial report to FDA. The clinical device was not returned for eval.

Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the device leaked. The surgeon applied another device. The hosp has reported that no pt injury occurred.